Event description:
Patient reported, right side ¿capsular contracture, baker grade iii¿. Healthcare professional reported, later confirmed. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported right side ¿capsular contracture baker grade iii¿. Healthcare professional reported later confirmed. Device has been explanted and replaced.

Event description:
Patient reported ¿capsular contracture baker grade iii¿. Healthcare professional reported later "capsular contracture baker grade iii". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture-breast: unable to observe since it is not related to the device.